Event description:
The customer reported that an ad channel 3 fail error code displayed, the system powered off, and then has a burning smell. No pt injury was reported.

Manufacturer narrative:
The ge service rep ordered a new filament driver board, and installed a new power cap module and filament driver board. He performed a filament cal. The system operates as intended.